Event description:
Pt had a, lcs total knee replacement already insitu and was booked for a patella replacement on the 29/03/10. During the procedure the dr noticed that the 10 mm poly insert that was currently insitu may be a cause of the pt's pain as it may have been too thin and was causing the femur to translate forward. He decided to replace that 10mm poly with a 12.5mm. Surgery time prolonged by 45 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: reopened on 6/8/2010 upon receipt of x-rays. The device and or packaging associated with this report were not returned. A search of the databases did not show any other reports with regards to the reported event. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.